Event description:
Additional info received from reporter on 04/23/2014: had essure placed (B)(6) 2012. Due to severe pain, had a salpingectomy with coils removed on (B)(6) 2014. Still having pain and was diagnosed in (B)(6) 2013 with adenomyosis.

Event description:
Migraines,pelvic pain, pain with sexual intercourse, dizziness, pain down legs, nausea, bloating,